Event description:
A home pt contact baxter's tech service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain of his automated peritoneal dialysis therapy. Reportedly, the home pt initiated therapy prior to connecting. Baxter's tech service center assisted the home pt in ending the therapy early. The home pt completed therapy with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.